Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). Upon investigation of the actual device used in this incident, it was determined that multiple stations were in critical override mode, patient order may not be current. A technical support specialist (tss) dialed into the server and ran the server downtime query, confirming that all processing times were current. The carefusion care coordination engine (cce) heartbeat was also current. Initially, all received messages for active directory (adt) were current, while pis messages showed a delay. Upon accessing the station, the ¿patient order may not be current¿ icon was observed but cleared on its own. A follow-up query confirmed that both adt and pis messages were current, indicating the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override mode and patient orders may not be current. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override mode and patient orders may not be current. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.